Event description:
The customer reported that she was hospitalized with blood glucose levels between 500 and 600 mg/dl. The customer experienced chest pain as well. Troubleshooting was performed, and the insulin pump was programmed correctly. Unable to conduct the prime or high pressure tests as the customer has not been on the insulin pump since the event, and she has no infusion sets with her at the time of the call. Found that the customer was using expired infusion sets. Advised the customer not to use any expired infusion sets or reservoirs. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.